Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 565 mg/dl. A manual correction injection was administered to address elevated bg. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.